Event description:
It was reported that during procedure, the tube was reinflated several times but still leakage was present. The cuff and tube checked prior to use to ensure proper functionality and worked fine with no leakages. 5ml syringe was used. Air was used to inflate. Used sevo for anesthetic. After the initial intubation, bite block used to secure the device and protect the tube. The patient have no symptoms of bronchospasm <(>&<)> wheezing. There was no evidence of airway tubing kinking or obstruction. The patient was under anesthesia, vital signs were in a normal range. The procedure was completed with backup product. There was no patient impact in this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: visually, there was no damage observed in the cuff balloon or inflation assembly observed by the unaided eye. Functionally, a syringe was used to inject 15cc or air into the cuff and the cuff inflated and deflated with no issues. The cuff was re-inflated and deflated multiple times and no leaks were observed. For further analysis, a leak test was performed by submerging the device in water and bubbles (leakage) were observe at the valve, especially while manipulating the cuff and pilot balloons. Under magnification, there were small openings where the pilot balloon overlaps and is adhered to the valve. A review of the global complaint data showed two similar complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. Previous codes b17, c20, d16 (&) g04134 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.